Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to cystocele and urinary incontinence. It was reported that following insertion the patient experienced erosion, painful intercourse, pain when urinating, protruding of mesh, infections, bleeding, chronic pain, back pain, odor, recurrence of prolapse, chronic fatigue and abdominal pain, anxiety/depression from fear of going out into public and urinating all over myself, strong odor coming from vagina, chronic fatigue unable to get out of bed. It was reported that due to recurring urinary tract infections the patient underwent removal of exposed mesh on (B)(6) 2007 and (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03988. The same patient is represented in each medwatch.